Manufacturer narrative:
Additional: lot# 10d28ra; (B)(4); expiration date: 05/28/2011; manufacture date: 04/28/2010. Additional lot# 10d28ra; approximate age of device: six months. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the identified disposable devices used in this case. No abnormalities were found related to the reported information. These devices passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following three unsuccessful cavity integrity assessment (cia) tests using two devices on a patient with a narrow cavity due to adenomysis, the physician aborted the novasure procedure. Three perforations were discovered during a laparoscopic procedure performed for a tubal ligation and to "burn off the endometriosis". No treatment was given for the perforation and the patient was discharged. On (B)(6) 2010, the patient was seen on follow-up and was reported to be "fine". A dilatation and curettage (d&c) as well as a sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.